Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics.

Event description:
It was reported that the ventricular lead dislodged due to twiddlers syndrome. The lead was explanted and replaced. The patients condition was fine and there were no adverse consequences.